Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited a loss of telemetry during interrogation. The ICD began to charge, stopped charging, and gave a message that telemetry had been broken. Two different wands and programmers, as well as changing rooms, were attempted. Magnet tones were audible and the tachy mode could be changed with a magnet. The ICD was explanted.